Event description:
A neurotrend sensor (lot #713-162) was returned to diametrics medical ltd from codman johnson & johnson, bracknell, berks, having been returned to them from user facility. No clear reason was given for its return, and it was scheduled for routine investigation. When investigated, it could be seen that the sensor had been damaged and a decision to report was made.